Manufacturer narrative:
The customer's report of disconnection could not be confirmed during testing. A used ch2000s-pc spinning spiros was returned securely connected to a 5ml luer lock syringe. Although the customer reported that no leakage was noted, leakage was identified during testing. The leaking occurred at the poppet/o-ring interface in both the unactivated and activated positions. The spinning spiros assembly was disassembled and the o-ring outside diameter was found to be undersized and out of specification. This dimensional inaccuracy could result in leakage. The probable cause of the leakage is an o-ring molding inaccuracy during molding in salt lake city. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to MFR 9-aug-2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a spinning spiros closed male luer purple cap on an unknown date. The customer stated that there were several reports between december 2019 and first semester of 2020 where the product had a defective screw thread. The product does not lock, leading to disconnection. There was unknown patient involvement, but no harm was reported.